Event description:
This is 1 of 3 reports linked to mfg report numbers: 3006697299-2022-00102, 3006697299-2022-00103. A facility reported that during use on a patient, the cusa excel 36khz straight handpiece (c2602) gave an error on the screen indicating that the tip was not working. The handpiece was assembled several times with different tips and still gave an error. They tried another handpiece and it worked perfectly. However, there was surgical delay of two (2) hours. No patient injury occurred.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusaexcel 36khz straight handpiece was returned for evaluation: device history record (DHR) - the DHR was reviewed and showed no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint (error on the screen, tip was not working) was confirmed from the evaluation. The technician replaced the transducer, coliform, and housing assembly, recalibrated and tested the unit, and all tests passed. Root cause: the transducer and coilform were defective. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Manufacturer narrative:
This MDR is being submitted for correction of an error which was submitted in follow up MDR #1. "Device available for evaluation" should have been selected to read "returned to manufacturer."